Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states that once the treatment was completed, she then went to close the catheter with a sodium citrate 4% cap. She observed that the red adapter was turning in the extension tube, but without any leakage. There was not pt injury or ill effect. The catheter was pulled and replaced.

Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.